Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: davinci supracervical hysterectomy, sacrocolpopexy. Near the end of the case first assist deployed the 10 mm bag in lateral assist port to retrieve the uterus and the bag fell off the metal prongs. They tried putting the specimen in the bag but then it completely came off. She retracted the handle back and then went back in with a grasper and got the bag out. They then opened another 10 mm retrieval bag and that device worked just fine. Additional information received via email on (B)(6) 2018 from applied medical account manager: asked for patient status and response was as follows, from what I heard from the staff, nothing out of the ordinary happened and they were able to retrieve the uterus and complete the case as normal. Type of intervention: they then opened another 10 mm retrieval bag and that device worked just fine. Patient status: nothing out of the ordinary happened.

Manufacturer narrative:
The event product was returned to applied medical for evaluation with the tissue bag detached from the introducer rod. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: davinci supracervical hysterectomy, sacrocolpopexy. Near the end of the case first assist deployed the 10 mm bag in lateral assist port to retrieve the uterus and the bag fell off the metal prongs. They tried putting the specimen in the bag but then it completely came off. She retracted the handle back and then went back in with a grasper and got the bag out. They then opened another 10 mm retrieval bag and that device worked just fine. Additional information received via email on 13sep2018 from applied medical account manager: asked for patient status and response was as follows, from what I heard from the staff, nothing out of the ordinary happened and they were able to retrieve the uterus and complete the case as normal. Type of intervention: they then opened another 10 mm retrieval bag and that device worked just fine. Patient status: nothing out of the ordinary happened.